Event description:
An altitude alarm was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The customer was able to resume insulin administration with the original cartridge after receiving tips from technical support for preventing altitude alarms, which were understood and acknowledged.